Manufacturer narrative:
With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient and pharmacological factors that may have contributed to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Gi bleeding/av malformations, pericardial effusion/tamponade, platelet dysfunction and sensitivity to aspirin are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Device remains implanted.

Event description:
It was reported that the patient presented to the ER on (B)(6) 2016 with complaints of black stools for 3 days with dizziness and weakness. Patient reportedly takes aspirin 81mg daily and coumadin daily. On (B)(6) 2016, the patient's pt/inr was 25.1/2.4 seconds (nl 9.7-11.6), hgb 5.4 g/dl (nl 13-17), hct 17.5% (nl 39-51), plts 196 k/mcl (nl 140-450). The patient was subsequently admitted to the hospital for a gi evaluation and the aspirin and coumadin were held. The patient also received 2 units of prbc's. Lab results on (B)(6) 2016 were hgb 7.5g/dl, hct 23.3 %, plts 164 k/mcl and the patient received 1 unit of prbcs. An egd was performed and found bleeding angiodysplasias in the proximal jejunum. The bleeding was controlled with argon plasma coagulation and two hemoclips. Additionally, the patient was also started on octreotide 50 mcg/hr continuous infusion and intravenous protonix 40 mg on (B)(6) 2016. Aspirin was restarted at 81 mg daily on (B)(6) 2016. The patient was eventually discharged home on aspirin 81 mg with instructions to take only on monday, wednesday, and friday. Coumadin was restarted on (B)(6) 2016 for the patient to take daily. The patient was discharged home on (B)(6) 2016 on oral protonix.